Event description:
Procedure: vats. According to the reporter: staples did not form properly. When the sales rep checked, it was found the anvil was damaged. It seemed the tissue was too thick. The case was converted to open surgery. Tissue was reportedly damaged when removing the device. Surgery time extension was reported as more than minutes.

Manufacturer narrative:
(B) (4).